Event description:
It was reported that the user experienced elevated blood glucose throughout the day, reaching 271 mg/dl, after a prior infusion site issue where a needle detached; the user utilized a steel infusion set and completed a full supply change with guidance, including site replacement and fill, after concern that the prior site placement was suboptimal. Symptoms included hyperglycemia. Outcomes included improvement of blood glucose back into range following the supply change and monitoring, with no alerts, alarms, or hospitalization. Investigation included troubleshooting and user education, review of prior contact history, guided replacement of infusion components, and post-change monitoring guidance. Investigation of this case revealed that the hyperglycemia was associated with an infusion site issue of unclear cause, with no device alarms and no confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.